Event description:
Ous MDR - boston scientific received information that during a follow up visit, this right ventricular lead displayed poor sensing measurements. In addition, threshold measurements were 5v at 2.0ms. A lead revision is intended in the near future. Output settings were not reprogrammed. No asystole was observed or stored in the electrogram. The patient experienced diaphragmatic stimulation but not further adverse symptoms were noted. During a follow up visit, the r wave had decreased and thresholds had increased. A decision was made to perform a lead revision and replace this lead. This lead was surgically abandoned and replaced. Post procedure, normal measurements were obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.